Event description:
A report was received that the patient had rapid battery depletion and felt a burning sensation around the ipg site while charging. The physician explanted the patient's precision system.

Manufacturer narrative:
The ipg passed visual, photographic image, and performance tests performed. Electrical tests revealed a leaky capacitor resulting in excessive current drain and fast battery depletion. This is the final report.